Event description:
Information received that the head section will not stay up. No injury reported.

Manufacturer narrative:
Technician found the bed in bed shop. Found that the head section will not stay up - slow drift down. Replaced the head hi lo to resolve this issue.